Event description:
It was reported that the lead experienced low impedance of less than 100 ohms. In addition, noise was noted with the ventricular high rate. The lead trend indicated that a lead warning was triggered in (B)(6) 2014. The lead was reprogrammed to unipolar and a replacement procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).